Event description:
It was reported that the customer has been in and out of the hospital for a month, due to unknown reasons. It was also reported that the buttons on the insulin pump are unresponsive, and they also received a failed battery test. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.